Event description:
It was reported that the insulin pump has many scratches and the display is worn. Nothing further reported.

Manufacturer narrative:
(B)(4).insulin pump received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window and stained end cap sticker.